Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the cause of the event was stimulator exposure (stimulator and lead through the skin). Lead/extension dislodgement/migration was noted: came through the skin. There were no abnormal impedance measurements. Signs and symptoms included pain and bleeding. Xray on 2012-(B)(6) showed nerve stimulator device overlying the sacrum at the junction of the middle and lower thirds. Explant was performed on 2012-(B)(6). Hospitalization was not required.

Event description:
It was reported that the patient's incision was coming apart. The patient was admitted to ER on (B)(6) 2012 and the incision was stapled. Part of the header was sticking out. The patient was taken to the o.r. On (B)(6) 2012 and the entire system was removed. No infection was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model # 3093-28 lot # v875335 implanted (B)(6) 2012 explanted (B)(6) 2012; programmer model # 3037 lot # njd144180n.